Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a video cardioplasty procedure, the device stopped working and the active tip broke not in the pt. Unk how case was completed. There were no adverse consequences to the pt.